Event description:
Customer reportedly obtained results of 229 mg/dl and 96 mg/dl on the compact plus system within 10 minutes. An additional comparison reports results of 104 mg/dl and 386 mg/dl on the compact plus system within 10 minutes. Customer drank juice based on 104 mg/dl result. No adverse event reported. Requested return of suspect system, and replacement was sent.